Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels that ranged from 45-60 mg/dl. No additional information was provided. Customer declined to troubleshoot with tandem technical support.